Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the failed drawer was not detected by bus. The customer stated there was a delay when the user was trying to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, h4 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not detected on the bus. A field service engineer (fse) checked the station and found that the drawer bus cable was loose. The fse resecured the cable, rebooted the station, and tested the system to ensure proper functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the failed drawer was not detected by bus. The customer stated there was a delay when the user was trying to issue medication to the patient. There were no adverse events or injuries reported due to this event.